Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, both bail covers were missing, the ring cover was broken, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported the case is damaged. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement indicated.